Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument and instrument data. The cse determined that the instrument event log displayed sample integrity, sample detected clot and sample dispense by ring error messages during the time of the event. The cse verified all probe calibrations and checked the dark counts. The cse lubricated the sample syringe and performed a total service call. The cause of the discordant (B)(6) results is unknown. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant (B)(6) surface antigen and (B)(6) results were obtained on three patient samples on an advia centaur xp instrument. The discordant (B)(6) results were not reported to the physician(s). The samples were repeated two times on the same instrument. It is unknown what repeat results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant (B)(6) results.